Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00175 on 08-jul-2021. Additional information (29-jul-2021): the customer was using a user defined method (udm) to run enzymatic creatinine 2 (ecrea_2) on their atellica ch 930 analyzer. It is the operator's responsibility to validate any modifications made to the instructions, systems, reagents, or software provided by siemens healthineers. Quality controls (qc) recovered in range and no issues were noted with other patient samples, indicating that the analyzer and reagents were performing acceptably. Contributing factors such as sample integrity issues and preanalytical variables cannot be ruled out. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The reagent used to obtain the enzymatic creatinine 2 (ecrea_2) results on the atellica ch 930 analyzer is advia chemistry enzymtic creatinine 2 reagent, which is set up as a user defined method (udm). Siemens is investigating the issue.

Event description:
Two discordant, falsely low enzymatic creatinine 2 (ecrea_2) results were obtained on a patient sample, upon repeat, on an atellica ch 930 analyzer using advia chemistry enzymtic creatinine 2 reagent set up as a user defined method (udm). The discordant results were not reported to the physician(s). The sample was repeated one additional time for ecrea_2 on the same analyzer, recovering higher. The final higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea_2 results.